Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot#: va1t442, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They reported that 2 weeks post-implant they had their leads rerouted to the other side because the wiring had become loose. They then stated that shortly after implant they noticed electrical shocks that were every 20 minutes and lasted 40 seconds and every time it felt like electric shocks were going off. They continued to state that immediately after the rerouting surgery they got up to leave and there was blood running to the floor and it was because the doctor had used human glue instead of stitches and it did not bond. They mentioned the nurse told them they lost about a pint of blood and the doctor was shocked. No further complications were reported or anticipated.